Event description:
During a periodic review of the programming history database, a high impedance event was identified. The patient had high impedance on system diagnostic tests in (B)(6) and (B)(6) 2014. Then, in (B)(6) 2016 (the next data line), a system diagnostic test resulted in normal values. Follow-up was performed with a nurse who was following the patient and she stated that the high impedance was resolved by the lead pin being reinserted into the generator. A review of the manufacturing records for the generator confirmed it had passed all inspections prior to release by the manufacturer.